Manufacturer narrative:
(B)(4). This is a report of a use error in which the patient had not securely connected the lines and bags. The subsequent disconnection resulted in an alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during dwell three of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, it was discovered that there was a disconnection between the supply line and solution bag due to an incomplete connection. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with them. The patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.